Event description:
The event is reported as: complaint alleges that circuit may have contributed to a slightly scorched pigtail on the neptune heater. No pt injury reported. This device was used with a neptune heater, catalog #425-00. Please reference MDR# 3003898360-2011-00321.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when investigation is completed.